Event description:
It was reported the pt's ipg had an increased recharge burden. The sjm representative calculated the charging interval should be longer based on the pt's programmed settings. It was reported the pt will have the ipg replaced at a future date to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.